Event description:
Pt in 8/1/96 for a retinal detachment (od) procedure. During the case, one or both of the extended side freeze cyro probes would not freeze, resulting in unnecessary multiple attempts to freeze. Then, causing a rupture of the sclera. Pt required tissue transplant to repair the eye.